Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the patient has been radiated. A surgical procedure was performed, during which the existing aus was removed and replaced with a double cuff, placed more distally. No further patient complications were reported.